Event description:
It was reported that, "the pt had a tha on (B)(6) 2010. Recently, the pt was infected."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 542-11-56f, lot # 34170101, description: trident psl ha cluster 56mm. Cat # 5353-0-118, lot # 27008702, description: centpillar tmzf size 8 right. Cat # 6260-9-244, lot # mjej4e, description: v40 cocr lfit head 44mm/+4. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.